Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increase in threshold and pacing failure. The lead was explanted and replaced. The implantable pulse generator (ipg) was reprogrammed. No patient complications have been reported as a result of this event.